Event description:
New information received notes that the issue was resolved by providing the patient new transmitter and cell adapter. The device was paired successfully, and transmissions can be sent without any issues. There was no issue found with implanted device. The patient was fine and did not experience any adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that wireless communication anomaly was noted on the patient's device. Further information was requested but not yet available.